Event description:
It was reported that the patient's system was explanted because it didn't work. Part of the lead broke off during explant and remained in the patient. The hcp was concerned about mris. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received confirmed that the patient was not responding to the implantable neurostimulator (ins) therapy as the reason for explantation. It was reported that the patient tolerated the explant procedure well (no signs of infection and incision healing well). The patient was noted as responding well to botox injections. It was noted the portion of the lead that remained in the patient was in the intra-sacral area (protruding over the right sacrum) which was confirmed via x-rays on (B)(6) 2012. No other abnormalities were observed on the x-ray. It was reported that the remaining lead fragment was 2.75 cm in length. It was determined that since the lead fragment was less than 3 cm in length, it would be all right for the patient to have an MRI. It was reported that the patient may have multiple sclerosis which was the reason for the need of an MRI. The patient status provided by the physician was serious injury on-going. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v121977, explanted: 2010 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot # v121977, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. This device is included in the educational brief discussing post-surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments.